Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant. During procedure, it was discovered that the set screw of the ICD failed to be tightened by the hex wrench. When the hex wrench was removed, the set screw became stripped. The ICD was not implanted. The patient was stable throughout.

Manufacturer narrative:
The reported event of stripped setscrew was confirmed. The reported event of loose or intermittent connection was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.